Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on june 27, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient medical records have been reviewed by post market surveillance clinical staff. It was noted patient received hemodialysis at the clinic on (B)(6) 2016 with no documented adverse event. On (B)(6) 2016, the patient had another episode of syncope and was sent to the hospital. Physician notes from (B)(6) 2016 stated the patient¿s syncope episode was possibly due to severe hypotension post hemodialysis, and/or brady/tachy arrhythmias. Physician notes on (B)(6) 2016 reveal the patient had a history of episode of atrial flutter prior to admission. Medical records show the patient was prescribed calcium carbonate on (B)(6) 2016. Medical records do not contain a recent history and physical, all hemodialysis treatment records between (B)(6) 2016, hospital lab/diagnostic tests, cardiac markers or hospital progress notes for review. The patient was diagnosed with syncope on (B)(6) /2016 and not cardiac arrest. The patient¿s discharge diagnosis on (B)(6) 2016 stated cardiac arrest/syncope. There is no documentation in the medical record that indicates there was any causal relationship between the venofer and the syncopal reactions. There is no documentation in the medical record that indicates there was any causal relationship between the calcium acetate and the syncopal reaction. The patient had hemodialysis treatment records at the clinic on (B)(6) 2016 without any documented adverse event or cardiac arrest or syncope. Due to the lack of the aforementioned medical records, no conclusion can be made that a cardiac arrest actually occurred. Due to the lack of the aforementioned medical records, no conclusion can be made that the patient has an allergy to the optiflux dialyzer. Due to the lack of the aforementioned medical records, no conclusion can be made that the optiflux dialyzer was causally related to the syncopal episodes. The patient has comorbidities such as coronary artery disease, congestive heart failure and anemia that may have contributed to the syncope events. It is worth pointing out that the patient required a blood transfusion during the (B)(6) 2016 hospitalization and the patient¿s hemoglobin/hematocrit during the (B)(6) 2016 hospitalization was low and could contribute to syncope.

Event description:
A user facility reported a patient experienced cardiac arrest on (B)(6) 2016 approximately one hour after initiation of their hemodialysis (hd) treatment. A second report of patient cardiac arrest was reported on (B)(6) 2016 approximately two hours after the hd treatment was initiated. The third and final report of this patient experiencing a cardiac arrest event occurred on (B)(6) 2016 approximately one hour and thirty minutes after initiation of the hd treatment. On (B)(6) 2016, the patient was switched to another manufacturer's dialyzer and no further cardiac arrest events were experienced by the patient. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. The patient's dialysis started at 11:03 without complaints or problems. The patient's blood pressure dropped to 107/38 at 2:00 pm. The patient was still conscious. The ultrafiltration rate was reduced to 300 and saline was administered. At 2:04 pm, the patient's blood pressure was 100/55 and heart rate was 111. The patient's blood pressure went up to 139/59 then, at 2:05 pm, the patient lost consciousness. No pulse was detected and patient ceased breathing. Cardiopulmonary resuscitation (CPR) was administered. An automated external defibrillator (AED) was placed on the patient, but shock was not advised. The patient was administered oxygen at 15 liters per minute and given an additional 800cc normal saline. Patient received 8 rounds of CPR. Ems arrived at 2:13 pm and by then the patient had a palpable pulse and was breathing. Patient was transferred to the hospital and admitted. It was determined that the plan for the patient was to hold carvedilol and decrease fluid pull during dialysis. The patient was discharged (B)(6) 2016 and diagnosed with cardiac arrest/syncope suspected secondary to hypotension and/or tachy-brady arrhythmia. In addition, the patient was discharged with a 30-day cardiac event loop recorder. Hemodialysis orders for (B)(6) 2016 treatment: dialyzer - 160nre optiflux; dialysate composition: 2.0k, 2.50ca, 1.0mg, 100 dextrose; sodium: 138; bicarb setting: 36.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame of approximately three (3) months. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed pyrogen testing, and the sterilization dosages were within set parameters. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.